Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarm 19s using multiple cartridges. The customer's blood glucose level was not impact. The customer was successful at loading a cartridge without receiving an alarm.